Manufacturer narrative:
The customer's meter and strips were returned for investigation. The returned meter and strips were tested in comparison to master lot strips using quality control material. Testing results: qc 1: 2.3 inr . Qc 2: 2.3 inr . Qc 3: 2.3 inr . The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (1.8 - 2.8 inr). All measurements were without error messages. The maximum difference between measurements was 0%.

Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
The customer complained of questionable inr results from coaguchek xs meter serial number (B)(4) compared to the laboratory result with stago neoplastine c1 plus reagent. At 2:30 pm the result from the laboratory with venous blood was 2.8 inr. At 3:17 pm the result from the meter with a fingerstick was 3.9 inr. There was no adverse event. The customer's current condition was "good". The customer's therapeutic range was 2.0 - 3.0 inr. The customer was not anemic, no heparin, no antiphospholipid antibodies, and no direct thrombin inhibitors. The customer has had no changes in diet, no bleeding, and no bruising. The suspect device was requested to be returned for investigation. Relevant retention test strips (lot 368871) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.